Event description:
It was reported to depuy acromed that an explant surgery was required to remove a lumbar I/f cage. According to the complainant, the pt felt pain a few months post-operatively. Subsequently, the cage was removed. There were no other adverse consequences to the pt.